Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide the information. Technical support instructed the caller on several troubleshooting steps, but the pump did not respond, resulting in a decision to replace the pump under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.